Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibits noise, high out of range impedance and is fractured. This lead remains in service and the device is going to reprogramed. The patient decided to keep the lead and will hold off of any procedures at this time. The patient will continue to be monitored. No adverse patient effects were reported.